Event description:
It was reported that a user of the ilet experienced a hyperglycemia event with a recorded blood glucose of 231 mg/dl that later decreased to 114 mg/dl, with the cause of the hyperglycemia unclear and no alerts or alarms reported. Symptoms included no reported clinical symptoms associated with the hyperglycemia. Outcomes included self-resolution of blood glucose to 114 mg/dl without medical intervention or hospitalization. Investigation included troubleshooting and education by the agent instructing ongoing monitoring and to contact a healthcare provider with additional questions. Investigation of this case revealed no device malfunction or alarm behavior and no identified device component issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.